Manufacturer narrative:
The MFR has notified the FDA of the recall on 04/13/2010.

Event description:
During a conversation with the reporter referenced on MFR's report 2936999-2010-00768, the reporter stated that the nurse mgr had reported to her that they had a previous cuff leak failure on a previous pt. She did not have any further info and advised that she would need to go back to the nurse mgr to obtain anything further. The type of trach is unk at this time. She did indicate that this was reported to her as a cuff leak. Info regarding any recannulation required is not known at this time.